Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) could not communicate with either of the external devices, it was dead since (B)(6) 2018, and an overdischarge event was confirmed. The rep was not with the patient at the time of the report to confirm with the 8840- clinician programmer. It was also reported that the patient was not feeling stimulation and they indicated that she had let her ins die twice before. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.